Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-28 there was not enough information to determine the mlurc. Test strip UDI#: (B)(4). MDR linked to internal report # (B)(4) (MDR #: 1000113657-2019-00333) same customer with same meter serial number, but different strip lot numbers documented. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-5 error: test strip error. Sister is calling on behalf of the customer. At the time of the call the customer was feeling nauseous and was vomiting. Customer was going to seek medical attention and could not continue with the troubleshooting process. No further information was able to be obtained.